Event description:
It was reported that a malfunction occurred with the pump, identified as malf 12, but there were no notable events before the issue. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the caller with this process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurred again, which the caller acknowledged and understood.